Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Whole top broke in my mouth, it was loose and came off [device breakage], no adverse event [no adverse event]. Case description: (B)(4). A female consumer, age unspecified, reported that while using an oral-b rechargeable toothbrush, version unknown, the whole top of the oral-b precision clean brushhead broke in her mouth. She stated it was loose and came off. The brush head was the second one used from a pack, and she had been using it for about 3 weeks. No symptoms developed.